Event description:
On 11/06/2025, it was reported by an arthrex subsidiary employee via sems-07117911 that an ar-6410 main pump tubing membrane was crushed and it didn't work normally. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0140-eor0_fmt_en-us. Pump tubing for use with the arthrex arthroscopy pumps. Section IV. All tubing caution: prior to each use, it is important to check the setup of the pump to ensure proper function. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the connector into the dualwave¿ arthroscopy fluid management system, creating a sleeve collapse and pressure failure on the pump.